Event description:
On 3/16/93 an aus device was implanted. On 9/8/93 the cuff was revised. On 6/11/97 the entire device was removed from the patient and replaced with an entire device plus tandem cuff due to recurring incontinence.